Event description:
It was reported the pt's pump device had a motor stall which was confirmed in the logs. No recovery was noted. It was stated the pump was in safe state, and a low battery was reported. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).